Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d2: additional product code: hrx e3: initial reporter is a depuysynthes sales representative h3, h4, h6: part 03.804.701s, lot 82295785: release to warehouse date: december 11, 2023. Expiration date: december 01, 2025. Supplier: (B)(4). Manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. H3, h6: a photo investigation was completed: the photos provided were reviewed, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a spinal fusion (thoracic and lumbar spine) for compression fracture on (B)(6) 2024, the area was accessed by trocar and trajectory was proper. However, when the surgeon attempted to insert the balloon into the trocar, the balloon was already inflated and could no longer be inserted into the trocar. The balloon remained the same shape and could not be inserted into the trocar despite several attempts to deflate it. Therefore, a new product was opened, and the surgery was completed successfully without any surgical delay. This report is for a vertebral balloon. This is report 1 of 1 for (B)(4).